Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with complaints of dry eyes requiring "to use lot of tears" three weeks following lasik treatment. The ocular surface is reported as unremarkable and punctal plugs were inserted. The patient will follow up in three months unless symptoms get worse. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.